Manufacturer narrative:
(B) (4)

Event description:
The pt experienced withdrawal symptoms of increased baseline pain over the area of the pump. The pt fell down and landed on his pump. Diagnostic tests were done and the pump and catheter appeared to be functioning properly. The pt's status was undetermined. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.